Event description:
It was reported that this right ventricular (rv) lead exhibited breakage or fracture. This rv lead was surgically abandoned and was replaced with different model. No additional adverse patient effects were reported.